Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture when the customer jumped into a pool with the device still on. The blood glucose reading was 238 mg/dl, which the customer stated she would treat with a manual injection. The customer stated that she removed the battery to dry the device out. She observed that the insulin pump was vibrating without any alarm or alert, sounding a constant tone. The was a blank display immediately after the device was exposed to moisture. She also stated that the insulin pump alarmed battery out limit. Advised replacement of the insulin pump. Nothing further reported.